Manufacturer narrative:
The astral device was not returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. If/when more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device external battery was possibly faulty and discharging rapidly. There were no alarms and the battery was received with a 0% charge. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The external battery was recharged to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to external battery recharge period. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device external battery was possibly faulty and discharging rapidly. There were no alarms and the battery was received with a 0% charge. There was no patient involvement reported.